Event description:
Caller reported lancets exposed from a multiclix drum out-of-box. A request was made for the return of the lancet drum, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.